Event description:
As reported, a 5f dual lumen PICC was placed on (B) (6) 2008. On (B) (6), a leak was noted where the catheter meets the suture wing, and the catheter was removed and replaced. No serious injury was incurred by the patient. The used device has been returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots of any deviations related to the reported defect of the complaint with no such issues being found. The review confirms that the lots met all material, assembly and performance specifications. The used device has been returned by the end user hospital; however, the device analysis is not yet complete. Upon completion of the investigation, a follow-up medwatch will be submitted. (B) (4).